Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the versacross connect and fxd curve system into the patient. The physician was attempting to perform the transseptal puncture but with difficulty. After ten (10) minutes of attempts, a thrombus formed on the device system. All the devices were removed from the patient and the thrombus was resolved. The procedure was continued with new devices and successfully completed with a closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.